Event description:
It was reported that the patients lead was sheered at about the midway point. The patient had spinal cord stimulator implant procedure and was doing well postoperatively. The damaged lead will return.